Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the surgeon revised the patient by leaving the sz 48 asr cup and removing the unifemoral implant with an 11/13 taper. Update ad (B)(6) 2018 (B)(4) is reopened under (B)(4) due to receipt of asr litigation records received. Litigation alleges injury, increased chromium and cobalt levels in her blood, metallosis, excessive pseudotumor, pain and suffering, clicking sensation on her hips, loss of strength and mobility, and emotional distress. The law firm and lawyer have been updated. Added ip's for the cup and stem. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). H6 patient code: no code available (3191) used to capture the device revision or replacement and emotional distress.

Event description:
After review of medical records, patient was revised to address complication of the total hip arthroplasty with reaction to metal debris. Patient alleges elevated metal ions. Operative notes stated of pseudotumor was superficial to the hip joint. Further dissection elevating the gluteus maximus, which was difficult secondary to the pseudotumor and loss of the normal tissue planes. Just more posterior to the greater trochanter, the patient had erosion through the external rotators. The patient had marked amount of corrosion at the trunnion, but the trunnion did not appear to be negatively affected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.